Manufacturer narrative:
The device has not been returned for the eval. It was retained by the hospital. We have sent official request to the hospital, but the device was not released for the eval. The device history records were reviewed and all mfg and quality inspections were completed in accordance to mfg instructions. Additionally, lemaitre vascular has proactively initiated a corrective and preventive action to investigate this issue in more detail. Please note that no pt death or incapacitating injuries happened.

Event description:
At the end of the procedure, the physician could not deflate the internal carotid balloon on the shunt. During the manipulations with the balloon, a 4 mm tear mid right internal carotid artery happened. Pt lost blood. (Estimated blood loss due to this incident is 1400cc). Description of findings: high-grade stenosis, 95% plus, proximal right internal carotid artery. Intraoperative complication on 4 mm linear tear secondary to defective balloon deflation of shunt, approx 3 cm superior to right internal carotid artery takeoff - repair primarily. Total estimated blood loss: 2500cc.